Manufacturer narrative:
(B)(4). The bwi failure analysis lab received the device for evaluation. Upon receiving, the catheter was visually inspected and inside the clear sensor sleeve (pebax) a white dried liquid film similar to dried saline was found. Reddish brown and black materials were also observed. A scanning electron microscope (sem) testing was performed over the area of catheter and the results showed clear evidence of mechanical damage on dome and electrode #2. Moreover, pebax material presented evidence of elongations, scratches and a pin hole. Considering that the pebax damaged section in the same line where the mechanical damage was found, it is very likely that the same object caused the damages. An internal corrective action has been opened to investigate the damaged pebax on smart touch families. Per the force readings issue reported, the catheter was tested for sensor functionality on the carto system and the catheter failed during this test. Error 105 was displayed. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action has been opened to investigate the potential pcb issues/intermittency. Also an internal corrective action has been opened to investigate the damaged pebax on smart touch families.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and the biosense webster failure analysis lab discovered damage to the pebax. Initially it was reported that at the end of the procedure, the force readings were reading na on ablation and high when floating. The procedure was completed using the same catheter. There was no patient consequence reported. The force issue is non-indicative of an MDR reportable event. The biosense webster failure analysis lab noted the returned catheter condition of the sensor sleeve (pebax) had off-white dried liquid film inside with "white crystals, likely dried saline" and some type black material inside it. No damage was found on the sleeve. The distal side of ring #1 had a light amount of reddish brown material. Additional clarification was received on the returned catheter condition. These issues were not seen during the procedure. The physician removed the catheter several times to check the catheter. This is something he does regularly when he sees a spike in impedance. There have been no complications with the patient. The facility in question gives heparin throughout the procedure and also uses a heparin saline bag for cool flow. An agilis sheath was used for this procedure. They are unaware of any circumstance that would have damaged the catheter. Since there is no loss of integrity of the catheter, these are non indicative reportable issues. The biosense webster failure analysis lab discovered on (B)(6), 2015 after receiving the spectrum electro magnetic (sem) analysis results that the pebax material presented evidence of elongations, scratched marks and a pin hole. The loss of integrity of the catheter has been assessed to a reportable malfunction. The awareness date is reset to september 21, 2015.